Event description:
It was reported that during training the ilet pump¿s screen became unresponsive and displayed no image, while the device emitted a charging beep and vibration, and the user had not started therapy or worn the device. Symptoms included none, and blood glucose was not impacted. Outcomes included device replacement shipment and instructions for return. Investigation included remote troubleshooting and order review after an initial shipment cancellation, followed by reissuance with tracking and inspection of the returned device. Investigation of this device revealed a suspected display or user interface failure consistent with a screen malfunction on the pump assembly. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the display subsystem.

Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."